Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse 1500.0 mcg/ml of fentanyl and 22.5 mg/ml of bupivacaine. The pump was returned for analysis. Destructive analysis identified residue in the motor gear train. Analysis also identified wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
No return paperwork.